Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged as the sheath was being peeled. It was noted the lead had been placed in the correct position and checked twice with the "push-pull" test. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.